Event description:
Boston scientific received information that a loss of capture (loc), increased thresholds and diaphragmatic stimulation were observed. The physician felt the lead had moved slightly since implant. A lead revision was performed and the lead was repositioned successfully. There were no adverse patient effects reported.

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.